Event description:
It was reported that this patient has had a history of untreated episodes due to t-wave oversensing with some noisy signals noted on prior episodes. The patient recently received a single isolated inappropriate shock due to t-wave oversensing with some non-physiological noise. Imaging was performed at this time and it was noted that the patient had sternal wires that were touching the proximal electrode. No adverse events were reported at this time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has had a history of untreated episodes due to t-wave oversensing with some noisy signals noted on prior episodes. The patient recently received a single isolated inappropriate shock due to t-wave oversensing with some non-physiological noise. Imaging was performed at this time and it was noted that the patient had sternal wires that were touching the proximal electrode. No adverse events were reported at this time. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system explant due to a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system.